Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to start the infusion. In the medical-surgical intensive care unit (msicu) the patient was started on a new bag of fentanyl at approximately 11:00. At 20:00 the pump alerted the staff that the infusion was completed; however, the fentanyl bag was observed to still be full. The nurse disconnected the IV tubing from the IV port and noted ¿minimal flow¿. The nurse removed the IV tubing from the manifold and noticed improved flow. The nurse then attached the line to a peripheral IV and set up the infusion on a new pump. It was further reported the patient experienced ¿mild/temporary harm¿; however, this was not further specified. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.